Event description:
During implant procedure, the right atrial (ra) lead was not able to be connected to the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
Reported event of failure to connect was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. Further analysis revealed a dislodged contact spring prevented full insertion of the lead in the right atrial port. As a result of this finding, abbott is performing further investigation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.